Manufacturer narrative:
Concomitant medical products: 3889-33 lead, implanted: (B)(6) 2017; 3058 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to oversensing of noise with high rate non-sustained and sensing integrity counter (sic) episodes. The patient was found pulseless on the floor in the hospital and is currently on a ventilator. The lead remains in use. It was further reported that the implantable cardioverter defibrillator (ICD) may not have had a magnet placed over the device. The device detected surgical noise and delivered inappropriate shocks to the patient. The device remains in use. No further patient complications have been reported as a result of this event.